Manufacturer narrative:
Investigation summary: no physical samples that display the reported condition were provided to our quality team for investigation. A device history review could not be performed. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the bd¿ quincke spinal needles experienced leakage at connection site. This is 2 of 3 related events. The following information was provided by the initial reporter: during the administration of anesthesia with 3 different needles despite an adequate syringe containing the local anesthetic, the medication leaks through the needle tie, losing the medication; on one occasion with a patient it led to failure of the spinal block. Additional information received on 09.mar.2023: 1. Did the drug leak occur in 3 different patients? A: it happened in all 3 patients. Did the 3 patients have to be given the drug again with another needle? A: yes, to the 3 patients. 2. It is mentioned that one of the patients did not have a spinal block due to the loss of medication, what happened? A: he was given general anesthesia. 3. Are the products involved available for analysis? A: the needles are thrown away. 4. Were the 3 needles from the same batch? If not, could you please advise the lot numbers of c/needle? A: it is unknown (the packaging of one of the needles was provided with the report).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ quincke spinal needles experienced leakage at connection site. This is 2 of 3 related events. The following information was provided by the initial reporter: during the administration of anesthesia with 3 different needles despite an adequate syringe containing the local anesthetic, the medication leaks through the needle tie, losing the medication; on one occasion with a patient it led to failure of the spinal block. Additional information received on 09.mar.2023: did the drug leak occur in 3 different patients? It happened in all 3 patients. Did the 3 patients have to be given the drug again with another needle? Yes, to the 3 patients. It is mentioned that one of the patients did not have a spinal block due to the loss of medication, what happened? He was given general anesthesia. Are the products involved available for analysis? The needles are thrown away. Were the 3 needles from the same batch? If not, could you please advise the lot numbers of c/needle? It is unknown (the packaging of one of the needles was provided with the report).